Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device broke off inside the patient's bladder. The loop was found as soon as it happened and the patient was not impacted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates added to the following fields: d4, h6. The device was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: wear and tear. The loop at the distal end of the electrode wears out during use and can break, burn or melt. Olympus will continue to monitor field performance for this device.